Manufacturer narrative:
Batch review performed on 06 august 2020: lot 187251: (B)(4) items manufactured and released on 18-dec-2018. Expiration date: 2023-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: secondary patella resurfacing and insert exchange performed 9 months after primary total knee arthroplasty due to pain and instability. This was caused by intervened arthritis of the patello-femoral joint. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
Due to pain and instability the patient was operated to change the inlay and to resurface the patella, 8 months after primary surgery. The patella implanted was from competitor, inlay changed from 12mm to 14mm.